Manufacturer narrative:
The device serial or lot number was unknown; therefore, UDI: (B)(4). The manufacturing location was unknown. Device manufacture date was unknown. Concomitant med products and therapy dates: multi-lock long nail device, gimlet device, free-hand drill device; (B)(6) 2020. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation procedure for a diaphyseal fracture on the left humerus, it was observed that although a multi-lock long nail device was used for a humeral shaft fracture, the radiolucent drive device lost torque due to the patient's good bone quality, at the time of distal embolization. It was reported that the event made further drilling impossible. It was reported that a hole was made to the opposite contralateral cortex bone using a gimlet device, at which point the radiolucent device was used again. However, the device still did not drill. It was reported that the user managed to open the bone hole with a freehand drill device at which time the screw insertion was completed. Prior to closure, the user discovered that the front cortex was cracked at the screw insertion site, however the screw was not loose and the fracture was stable so the operation was completed. It was reported that the procedure was completed without any additional treatment. There was a thirty minute delay in the surgical procedure and an alternative device (free hand drill) was available for use. It was reported that the x-ray images did not show any problems and the stability of the fracture had shown to be maintained. There was patient involvement. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.